Manufacturer narrative:
(B)(4). Medical devices: 650-1056; biolox head; 315500, 16-104148; ringloc shell; 374210, ep-10822; e-poly max rom liner; 068380, 103531 low profile screw; 921530, 103532 low profile screw; 402460. Customer has indicated that the product will not be returned to zimmer biomet for investigation, location of product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07778; 0001825034-2018-07784; 0001825034-2018-07844; 0001825034-2018-07847; 0001825034-2018-07851.

Event description:
It was reported a patient underwent right total hip arthroplasty, patient underwent a two-stage revision on approximately 10 months post operatively due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent right total hip arthroplasty, patient underwent a radical debridement and two-stage revision on approximately 10 months post operatively due to deep infection as well as migration of the acetabular component.